Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that patient was having a pump replacement and the surgeon was unable to aspirate the catheter. This occurred on (B)(6) 2014. The pump was used to deliver lioresal 2000mcg/ml at a dose of 408.6mcg/day. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon receipt of additional information, the previously reported narrative has been updated in this report. This event now pertains to the fall, withdrawal symptoms, and catheter issues experienced by the patient beginning in approximately 2012. The following information was previously reported in manufacturer's report #3004209178-2015-17789: [information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The dose, lot number, and concentration were unknown. The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. On an unspecified date in year 2012, the patient experienced a fall. The patient used 2 crutches to walk and fell. Following the fall, the patient experienced withdrawal specified as suddenly stiffening up like a board, and his jaw was so tight he could not speak. These symptoms lasted 15 minutes. On (B)(6) 2015, the patient underwent MRI (magnetic resonance imaging) prior to having surgery due to stenosis. It was determined from this MRI that the catheter was disconnected somewhere around the back. It had been disconnected for a year per a previous x-ray. The cause of the disconnection, patient's outcome, and actions/interventions taken were unknown.] Any additional information that is received pertaining to report #3004209178-2015-17789 shall appear in this report (3004209178-2015-01359). On (B)(6) 2015, it was reported that patient had a pump replacement on (B)(6) 2014, and the surgeon was unable to aspirate the catheter. The pump was used to deliver lioresal 2000mcg/ml at a dose of 408.6mcg/day. Additional information was received from a consumer on (B)(6) 2015 regarding a catheter event. On (B)(6) 2014, the patient underwent MRI (magnetic resonance imaging) prior to having surgery due to stenosis. It was determined from this MRI that the catheter was disconnected somewhere around the back. It had been disconnected for a year per a previous x-ray. Additional information was received from a physician on (B)(6) 2015. Regarding diagnostic testing, x-ray taken (B)(6) 2013 was suspicious for a broken catheter at the spinal entry point. The tubing appeared discontinuous as it entered the spinal canal. There was an intrathecal component that did not appear connected to the extrathecal component. The findings were concerning for disruption and caudal migration of the intrathecal component of catheter. The healthcare provider could not definitely call the catheter broken, however. MRI of cervical spine just before the (B)(6) 2014 pump replacement surgery did not show a broken catheter, but imaging did not go down to the level of the lumbar spine. The MRI did show a potential granuloma at the catheter tip per a neurosurgeon reviewing the images. It was later determined that it was suspected to be a metal artifact at the catheter tip and not a granuloma. CT scan of the lumbar spine was performed on (B)(6) 2014 confirmed a broken catheter at point of lumbar spine entry. On (B)(6) 2014, the patient saw a physician during a post-operative follow up appointment and did not recall any period of major increase in tone over the last several years. He noted loss of muscle mass on the right; right butt cheek was smaller than the left. On (B)(6) 2014, the physician noted the patient now had a broken catheter and non-functioning baclofen pump system. The physician suspected the catheter has been broken for some time. There was no clear picture of when the pump worked well for the patient. The patient felt his spasticity was pretty well controlled with no intrathecal baclofen. The patient was very resistant to going through a catheter revision surgery. There was cervical spinal stenosis noted on a cervical MRI that required intervention. The patient presented for a routine pump replacement due to end of battery life on (B)(6) 2014 and the catheter could not be aspirated during the replacement surgery. The patient had no new symptoms of increased spasticity and felt the pump was working well prior to the replacement on (B)(6) 2014. During surgery, a decision was made to leave the catheter alone and implant a new pump and turn the pump to minimum rate. Imaging then confirmed a catheter fracture, so the baclofen was weaned and the pump was eventually explanted. On (B)(6) 2014, the pump was filled with gablofen 2000 mcg/ml (dose 96 mcg/day). On (B)(6) 2014, the pump was filled with saline and remained in the pump until the pump was explanted on (B)(6) 2015. It was not specified the type of baclofen in the pump prior to the (B)(6) 2014 pump replacement surgery, therefore suspect medication lioresal remains for these events.